Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced migration of a bladder/kidney stone to the urethra, where it became lodged at the cuff site. The patient subsequently developed cuff erosion and pain. As a result, the device was explanted. One year later, a new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced migration of a bladder/kidney stone to the urethra, where it became lodged at the cuff site. The patient subsequently developed cuff erosion and pain. As a result, the device was explanted. One year later, a new aus was implanted. No further patient complications were reported.